Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt diaphragmatic stimulation and presented in clinic. Upon investigation, chest x-ray showed a dislodged right atrial lead. The lead was successfully repositioned on (B)(6) 2020 and remained in use. The patient was stable.